Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. It was unable to perform the displacement test and verify the no delivery alarm due to the motor error alarm. The device was also received with broken battery cap, scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 240 mg/dl. It was also reported that the customer broke the battery cap while trying to change the battery. Troubleshooting was not able to resolve the issue. The device was returned for analysis.